Event description:
It was reported to philips that the system was unable to perform x-rays. The device in was clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the control geo module had indeed fallen. As a result, the knob button was continuously activated, preventing any actions from being performed. Upon troubleshooting, the fse found the system displayed the message button active. The fse managed to unblock the button; however, it was broken and could no longer be used by the customer. To resolve the issue, the fse informed the customer that they could still operate the table using the external pan handler, which allowed them to continue working. The system was returned to customer use. The codes were updated based on the investigation outcome.